Event description:
The pt reportedly experienced loss of sound and loss of lock with the external equipment and internal device. Advanced bionics is in the process of gathering more info; once more info is obtained a supplemental report will be submitted.